Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels. The customer had switched to using a non-tandem pump and the high bg issue was resolved. No additional information was provided. Although multiple requests were made, additional information was not provided.